Event description:
It was reported that the physician's handheld will not hold a charge when not plugged into the wall. It was reported that handheld has to be plugged in at all times and if not plugged in it dies. A new programming tablet was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.